Event description:
Pt found out of bed and across the room. Family responded. Then bed alarm went off with a delay. Delay had been set at 1 second. Family reports this had happened once before and had involved a fall, with no adverse effects.

Manufacturer narrative:
Device length of usage exceeded MFR instructions.